Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device turns on and off. No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was able to power on using ac power but was unable to turn on using battery. When docked the charging indicator would flash on and then immediately turn off. The battery was replaced and the device was able to power on and charge. Upon powering on the device it displayed "error 07" and then rebooted itself. Internal inspection showed damage to the c117 capacitor on the mx-1 board. The technology board was replaced and the device functioned as designed., corrected data: